Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited a high pacing impedance and a high capture threshold and was unable to implant. The ra lead was not used. The physician continued with another ra lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported events were ¿the pacing lead cannot be fixed; impedance and threshold are too high¿. A complete lead was returned in one piece with all tines intact. The reported events of ¿impedance and threshold are too high¿ were not confirmed. Electrical testing, visual and x-ray inspection of the lead were normal with no anomalies found.